Event description:
It was reported that the patient had bradycardia and their heart rate was below the programmed lower rate of the implantable cardioverter defibrillator (ICD) device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).